Event description:
Polypectomy snare was placed around polyp and failed to carry current-unable to dislodge snare and device wire had to be cut and remove separately. Procedure extended by 1 1/2 hours, pt required 24 hour hospitalization for observation.